Event description:
It was reported that, after a tka surgery was performed on (B)(6) 2023, the patient experienced pain and bone fracture. This adverse event was treated by a revision surgery on (B)(6) 2023, in which a anthology so porous size 6, an oxinium fem hd 12/14 26 mm + 4 and a tndm bp shl/xlpe lnr 49od 26id were exchanged. Patient's current health status is unknown. No more information is available.

Manufacturer narrative:
H10: internal complaint reference: case(B)(4).

Manufacturer narrative:
H3, h6. The devices were not returned for evaluation; therefore, devices analysis could not be performed. The clinical/medical investigation concluded that, per complaint details, a revision total knee arthroplasty was performed 10 days after implantation due to pain and bone fracture. As of the date of this medical investigation, the requested clinical documentation has not been provided for evaluation. It has been communicated via email correspondence within the attachments that further information is unavailable. However, it has been reported that the patient¿s pain and bone fracture were caused by the patient¿s fall and the surgeon decided it is not a product failure. The patient impact beyond the revision surgery could not be determined. No further clinical assessment is warranted at this time. A review of the production orders did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the part numbers over the past 12 months and for the batch numbers based on historical data of the device did not reveal similar events for the listed devices. A review of the instructions for use documents for stem and femoral head of total hip systems revealed that the patient should be advised to report any pain and unusual incidences. Position changes in the components may compromise the durability of the implants. Also, revealed that congenital deformity, improper implant selection, improper broaching or reaming, osteoporosis, bone defects due to misdirected reaming, trauma, strenuous activity, improper implant alignment or placement, patient non-compliance, etc., can increase risk of femoral or pelvic fractures, this has been identified as warnings and precautions. A review of the instructions for use documents of the liner of endoprostheses systems revealed that pain and fracture of the pelvis or femur is often caused by defects in the femoral cortex due to prior screw holes or misdirected reaming, this has been identified as adverse effects. A review of the risk management files revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the products failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include patient bone quality, post-operative patient condition and/or surgical technique. Based on this investigation, the need for corrective action is not indicated. Should the devices or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed. H11: corrected information in h6 (health effect - clinical code).